Event description:
It was reported that the patient presented in distress. An impella pump was inserted into the left ventricle to provide relief to the failing heart. The heavily calcified lesion in the moderately tortuous distal left anterior descending (lad) coronary artery was pre-dilated and a rotoblader was used. A 2.25x23mm xience nano stent failed to cross the lesion. During removal, resistance was met and the stent dislodged in the proximal lad, but remained on the wire. Multiple balloons were advanced and the stent was deployed in the proximal lad. A 2.25x23mm xience xpedition was able to advance through the implanted stent, but failed to cross the lesion. During removal, resistance was met in the mid lad and the stent dislodged, but remained on the wire. Multiple balloons were advanced and the stent was deployed in the mid lad. In both instances, the physician felt the failure to cross and stent dislodgements were due to the vessel tortuosity, lesion calcification and the fact that the lesion was so distal in the vessel. A 2.25x12mm non-abbott stent was successfully deployed in the lesion. There was no adverse sequela and no clinically significant delay in procedure. The patient tolerated the procedure well and 2 days post procedure, the patient was discharged home, condition greatly improved from the original presentation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.25x23mm xience nano stent mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.